Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with three photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 1014414, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that two of the photos showed an insyte autoguard device with one end of the barrel filled with blood. Based off the provided photos the engineer was able to verify that leakage had occurred beyond the vent plug but couldn't verify if the needle retracted prematurely or not. Unfortunately, without a physical sample available for testing the engineer was unable to determine a definitive root cause for this issue. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood sprayed from the bd insyte¿ autoguard¿ shielded IV catheter onto the nurse's clothes when attempting to retract the needle. The following information was provided by the initial reporter: "the intravenous indwelling needle bounced back for no reason, and the blood sprayed on his clothes. The nurse made sure that he did not press the rebound button."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood sprayed from the bd insyte¿ autoguard¿ shielded IV catheter onto the nurse's clothes when attempting to retract the needle. The following information was provided by the initial reporter: "the intravenous indwelling needle bounced back for no reason, and the blood sprayed on his clothes. The nurse made sure that he did not press the rebound button."